Event description:
It was reported that revision surgery was performed due to a soft tissue reaction.

Manufacturer narrative:
Corrected data: there has not been either a hospitalization - initial or prolonged or required intervention to prevent permanent impairment / damage (devices) associated with this patient. No revision surgery has been performed to date on this patient.original information received was erroneous.no type of reportable event applies in this report, as no FDA reportable event has taken place for this patient to date. Original information received was erroneous.

Event description:
It was reported the subject underwent blood test which showed co levels as 9.1 ug/l and cr levels as 3.16.

Manufacturer narrative:
(B)(4).

Event description:
It was erroneously reported that this patient underwent revision surgery. Further information has become available confirming the patient remains implanted with metal-on-metal implants. No revision surgery has been performed to date on this patient.